Event description:
The CPAP humidifier heater allegedly overheated, causing a dime sized hole on the bottom of the heater plate and the housing that holds the humidifier. No injury is alleged.

Manufacturer narrative:
No injury reported. A CPAP humidifier heater allegedly overheated and melted the housing of the humidifier tray that rests on the heater plate. The CPAP reportedly does not work. Its unk if water was spilled on the unit while the humidifier was filled. User guide covers proper fill methods. There is no history to suggest a product problem. Filing solely on the dealer's allegation alleging melting of a component. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. Device had been in service for 4 years and is no longer manufactured.